Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that patient underwent a dental grafting procedure on (B)(6) 2015. Subsequently, the patient underwent cleaning of the area on (B)(6) 2016 due to infection. During the cleaning, the grafting material was inadvertently removed due to ossification failure and gum loss was noted.

Manufacturer narrative:
This report is being filed to report additional information. Corrective action has been initiated for the reported issue.